Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 16 months, exhibited a monitoring voltage of 2.67v. The device is programmed vvir, there has been no therapy delivery and no pacing. There is a concern that the battery is depleting earlier than expected.